Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be undamaged. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 344 pulses. The needle mechanism assembly showed no damages or deficiencies that would result in the cannula retracting. No problem was found regarding the reported cannula retracted event.

Manufacturer narrative:
Updated h3 - device evaluated by MFR from blank to yes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours and there were no impact to the patient's glucose level was reported.